Manufacturer narrative:
(B)(4). A2: age is an estimate - year of birth is 1951. D10: unknown monster screw, part and lot unknown, therapy date (B)(6) 2025. Unknown monster screw, part and lot unknown, therapy date (B)(6) 2025. Unknown monster screw, part and lot unknown, therapy date (B)(6) 2025. Aoci-axxx, ao custom implant - a complexi ty, lot aocia2149, therapy date (B)(6). H6 component codes: im nail. The device will not be returned for analysis: however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted."

Event description:
It was reported that a patient developed moderate swelling and implant subsidence, a nonunion, metallosis post an orif within a cage placement procedure resulting in removal of the hindfoot nail and a triple arthrodesis. The patient subsequently underwent a below the knee amputation due to pain, subsidence, and non-union of the right tibiotalocalcaneal arthrodesis. Attempts have been made and no further information has been provided.